Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had blood glucose 139 mg/dl. Customer stated that her sensor was giving incorrect readings and she is not sure if she is calibrating the correct way. Nothing further was reported.